Event description:
Complaint was received in a batch report from the distributor (log # (B)(4)) on (B)(6) 2013. No other information was provided. Caller alleges that false hcg results using the consult diagnostics hcg dipstick test. Customer reports that test results would come back inconclusive when compared to parallel test results received back from their reference lab.

Manufacturer narrative:
Customer did not provided a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended. Corrective action not required at this time.